Event description:
It was reported that a remote monitoring transmission was sent due to the patient's heart rate being in the 40's which was below the programmed lower rate of the implantable pulse generator (ipg). It was also noted that there were atrial high rate episodes that showed occasional p-wave undersensing from the right atrial (ra) lead. The device and lead remain in use. No patient complications have been reported as a result of this event.